Event description:
Error 51-001. Device history record was reviewed, no event linked to the reported issue was observed. Device log was downloaded locally. Review found 1 error 51 on (B)(6) 2019. The device was not sent back for investigation but the history log was downloaded locally and provided to our investigation team. The error 51 found in the log confirmed the reported event. Error 51 is falsely triggered on low priority alarms in certain cases when the sound of the low priority alarm falls below the limit of the microphone detection (when volume is set to lowest level). This being due to a software issue. An event has been created to address this issue.

Event description:
Error 51-001.